Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid concentration not reported at 1.5mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that their head was spinning and they had a bad headache. Per the patient their physician had moved to a different state and the patient did not have a physician. The patient stated they did not get a referral and the clinic was not being helpful. The patient had missed their refill in (B)(6) 2016 and the pump was now empty. The patient was in agony. The patient stated that at this point they went from working and doing fantastic to doing nothing. The patient also stated pain in their legs. The patient's pump worked well for the patient when the pump had medication in it and would like to get the pump filled and continue with therapy. The patient was sent physician listings. It was confirmed per the company representative the physician did not move.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.